Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was reported that the patient experience a blood glucose level below 70, but not below 40, without any other symptoms of hypoglycemia. This incident does not meet animas's definition of an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 12-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2017 with the following findings: during investigation, the pump powered up to a clear auditory alarm. The pump was opened to find no intermittent conditions. The no sounds complaint was unable to be duplicated.